Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the electrode separated from the ceramic and the electrode is still attached to the active rod. The ceramic is fractured and partially missing. The ceramic was damaged by the separation of the electrode from the lower jaw. It is possible that due to the damage to the electrode the device was not performing as per requirements contributing to the reported homeostasis controllable issues. Testing found a short on the device when the jaws are fully or partially closed, resulting in the "reposition jaws and reactive" yellow message screen is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). Then the "replace instrument" screen would be displayed after receiving the "reposition and reactivate" message twice.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, after ten minutes usage he found that there was a local bleeder in the specimen side and tried to use enseal to coagulate the site. After activating 4-5 seconds and the blade was advanced to 1/2 of the jaw, he stopped and tried to open the jaw. He tried to activate the enseal on the same place again as it was still bleeding. However, he found error code on gen 11 "replace instrument" on the screen. He examined the jaw of the enseal and found that the electrode was fallen off. He replaced a new enseal g2 to continuous his surgery. One device will be returning.